Manufacturer narrative:
The customer reported a complaint that the customer received 2 pcu front case assemblies with keypads that had keypad failure and the issue was confirmed during functional testing. External and internal inspection was performed. During external inspection, the keypads were observed to be in good condition with no issues observed. During internal inspection, 2 out of 2 keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. The front case keypads were connected to the cad pcu test fixture for functional testing. 2 out of 2 keypads failed the maintenance keypad test due to failing to power on the device. The ac indicator light did not illuminate on 2 out of 2 keypads after plugging in the power cord and the system on key was not functioning as intended. However, all other soft keys were observed to be functioning as intended. 2 out of 2 keypads failed the dmm continuity test. Review of the pcu module (B)(4) service history record showed the device had a manufacture date of 04/19/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/21/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Only keypads were provided for the investigation.

Event description:
It was reported the customer received 2 pcu front case assemblies with keypads that had keypad failure. The parts will be replaced. There was no patient involvement per customer.